Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported ¿device disintegration¿, ¿the device has completely separated in the patient¿. The device has been explanted and replaced with non-allergan device. This record relates to the right side.

Event description:
Healthcare professional reported ¿device disintegration¿, ¿the device has completely separated in the patient¿. The device has been explanted and replaced with non-allergan device. This record relates to the right side.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified: broken shell and others, underweight, brown and red particles on the shell, and missing a piece of shell (25-50%). A microscopic analysis was performed which identified: one broken sharp on the posterior. A dimension measurement in the shell was performed which identify the thickness within specification. Based on the device analysis the final assessment is: - a sharp broken on the posterior assessed as unidentified (tear) opening.- missing shell due to inconclusive. Additional, changed, and/or corrected data: